Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl, "lo" mg/dl, 99 mg/dl, 21 mg/dl, 87 mg/dl, and 24 mg/dl. The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.